Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment and torn leaflet. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with flail. Two clips were implanted with no reported issue. Due to residual mr, it was decided to implant another clip. Imaging was slightly compromised at this point due to the two clips already implanted. An nt clip (20525r112) was advanced in the patient and the clip became entangled in the chordae. The clip was everted and eventually freed. The physician attempted to place the clip, but the result was worse. Therefore, the clip was not implanted and removed from the patient with no reported issue. It was then observed that the nt clip had caused a new flail to appear. In addition, further investigation revealed that the anterior leaflet had torn at the second clip (20304r128) and that the clip detached from the anterior leaflet (single leaflet device attachment (slda)). The patient's future treatment has not been established at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported incomplete coaptation/slda appears to be due to challenging patient anatomy. A cause for the reported tissue injury could not be determined. Additionally, tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.